Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for the call was the pt reported they sent them a 'holder' for a patch to measure afib; pt asked if they wear their holder and turn on the stimulator, if it's going to 'screw up' the result. Pt also mentioned they had a slight stroke a couple of weeks ago, they sent them to see a cardiologist and said there's no problem with their heart. Pt suddenly mentioned when they were at the hospital, they did an EKG on them, the stimulator was on and 'did a crazy thing'. Pt said the issue happened 2 weeks ago. Agent reviewed information about compatibility. Pt stated they are not sure if they are going to put the patch on with the stimulator because they supposed to keep the patch for 2 weeks and ship it back. Agent reviewed information. Agent redirected pt to their hcp to further address the issue. No symptoms were reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). The pt reported that according to the hospital, the EKG did odd things when the stimulator was on. Steps taken were turning the device off briefly. The pt noted most the doctors know nothing about the device and wished they had more resources for questions. Pt will be wearing a heart monitor and will be turning the stimulator off for that week.